Manufacturer narrative:
The field service engineer (fse) noted a photometer issue. The fse calibrated the photometer and resolved the issue. Service activity performed was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2050012-2013-00009.

Event description:
The customer reported erroneous total bilirubin (tbil) results, for 11 patients, on two separate days, involving the unicel dxc 800 synchron system. Subsequent analyses of the patient samples recovered higher results which were considered to be correct. The erroneous results were released out of the laboratory and nine amended reports were issued. There was no report of patient consequence or change in patient treatment associated with this event. Controls performed prior to and after the event were within the acceptable range. The customer performs quality control every 12 hours or when a new cartridge is loaded. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two.